Event description:
It was reported, catheterization nurse felt resistance when she had just sent the first microcannula sheath during the process of inserting the micro-cannula sheath into the first patient on the afternoon on (B)(6) 2024, and immediately withdrew the entire device and found that there was a tear at the front end. On the afternoon on (B)(6), it was found that there were large cracks in 2 unused products when the catheter was placed, and 1 was found to have obvious cracks after being withdrawn. It was reported this occurred with 7 devices. This report addresses the second of three incidents with an unknown event date.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The products returned for evaluation were 6 microintroducers and 1 microintroducer peel-apart sheath all of which were 4.5fr. All of the returned samples exhibited deformation and a longitudinally aligned split at the distal end of the sheath tip. The sheath tip deformation and splits were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. The use residues and deformation prevented determination of the state of the samples upon receipt by the complainant. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheterization nurse felt resistance when she had just sent the first microcannula sheath during the process of inserting the micro-cannula sheath into the first patient on the afternoon of (B)(6) 2024, and immediately withdrew the entire device and found that there was a tear at the front end. On the afternoon of (B)(6), it was found that there were large cracks in 2 unused products when the catheter was placed, and 1 was found to have obvious cracks after being withdrawn. It was reported this occurred with 7 devices. This report addresses the second of three incidents with an unknown event date.